Event description:
Procedure type: lobectomy. According to the reporter: after firing on the pa, upon removing the device from tissue, a part of vessel was damaged and bleeding occurred. The bleeding occurred from the damaged vessel. The surgeon considers the applied staples were brought with the cartridge when the jaws were opened, which caused the vessel damage. The bleeding part was treated with astriction and surgical (absorbable hemostat). The bleeding was less than 200cc. No additional tissue loss. Nothing fell into cavity. The patient is under observation. Operating time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).